Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2021. The original surgery date is (B)(6) 2021. The reason for revision is reported patient fall that resulted in peri-prosthetic fracture of an omni distributed stem. During the revision, the stem, acetabular insert and femoral head were removed and replaced with new devices.